Event description:
It was reported, that during a one-day post-procedure check. It was found, that the atrial and ventricular signals were on top of each other. An x-ray revealed, that the atrial lead had dropped into the ventricle. The patient was asymptomatic. The atrial lead was explanted and replaced without complications.